Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support err121" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support err121" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The receiver case was opened for further evaluation. An interior inspection was performed and the test passed. The speaker was measured for resistance and the resistance was within specification. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/13/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.